Manufacturer narrative:
The results of the investigation are inconclusive, the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention to remove the scs system lead adapter. Reportedly, the adapter was causing discomfort for the patient.

Manufacturer narrative:
Healthcare provider first name was inadvertently omitted in the initial report.